Event description:
It was reported that the left ventricular (lv) lead was attempted to be placed, but could not reach the target site due to problems with the lead. The lv lead was not used and a different lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.